Event description:
It was reported that the valve was not working and the device was explanted. Request has been made for additional detail concerning the difficulty but no additional info has been provided to date.